Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer¿s blood glucose level. Reportedly, after multiple presses the customer still alleged it was difficult to press. Customer continued to use the pump for insulin therapy.